Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that at the beginning of the procedure, the surgeon was using the pencil to create an incision on the patient's abdomen. The surgeon then placed the pencil on the patient's abdomen and it started to activate on its own and the patient was burned. The burn was covered with dermabond by the surgeon. The patient was reported as okay.